Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission non-sustained right ventricular episodes were observed. Intermittent loss of capture, low sensing and high capture threshold was noted on the lead. Further lead testing was discussed. The lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable before, during, and after the procedure.